Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device adhered to the outside of the lens bay. Solution is dried on the intraocular lens (iol). No issue observed with the iol. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company lens haptics adhering to the posterior optic surface following delivery with the company device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed that one of the haptics could not open after implanting the lens no matter how hard the surgeon tried to do so. The lens was explanted and replaced with same model same diopter preloaded lens during initial procedure. Surgeon noticed that replaced lens one of the haptics could not open after implanting the lens no matter how hard the surgeon tried to do so. The lens was explanted and replaced with different model same diopter lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.